Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('injury(ies) or complication (s) please describe: bladder perforation / bladder was punctured with related problems') in a (B)(6) year-old female patient who had essure (batch no. B84864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included benign neoplasm of thyroid gland, endometriosis, vomiting, spinal fusion surgery, acute blood loss anemia and adhesion. Concomitant products included levothyroxine sodium (synthroid) since 2000. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes / rashes or skin conditions type: on back of neck"), 1 month 14 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingoophorectomy, lysis of adhesion, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, rash, migraine, nausea and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder perforation, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014. Coils trailing in left tube: 3 coils trailing right tube: 8. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming - events which are same in pfs & mr.¿ pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-sep-2019: pfs received : previously reported event of "injury" updated to pelvic pain. New events added - allergic or hypersensitivity reaction type: rashes, rashes or skin conditions type: on back of neck, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, other injury(ies) or complication (s) please describe: bladder perforation, lower abdominal pain, plaintiff did not undergoes essure confirmation test were added. Lot number and reporters information were added. Concomitant drug and conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('injury(ies) or complication (s) please describe: bladder perforation/ bladder was punctured with related problems') in a 36-year-old female patient who had essure (batch no. B84864-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included benign neoplasm of thyroid gland, endometriosis, vomiting, spinal fusion surgery, acute blood loss anemia and adhesion. Concomitant products included levothyroxine sodium (synthroid) since 2000. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: on back of neck"), 1 month 14 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), rectal spasm ("rectal spasms"), rash ("rash"), vomiting ("vomiting"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), back pain ("back pain"), seizure ("convulsions"), amnesia ("memory loss") and urinary incontinence ("loss of bladder control"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingoopherctomy, lysis of adhesion,cystoscopy,oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, dermatitis allergic, migraine, nausea and fatigue had resolved and the rectal spasm, rash, vomiting, dysgeusia, arthralgia, back pain, seizure, amnesia and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, arthralgia, back pain, bladder perforation, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain, rash, rectal spasm, seizure, urinary incontinence and vomiting to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014 (B)(6) 2014- coils trailing in left tube: 3 coils trailing right tube:8. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, nickel allergy lot b84864 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('injury(ies) or complication (s) please describe: bladder perforation/ bladder was punctured with related problems') in a 36-year-old female patient who had essure (batch no. B84864-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included benign neoplasm of thyroid gland, endometriosis, vomiting, spinal fusion surgery, acute blood loss anemia and adhesion. Concomitant products included levothyroxine sodium (synthroid) since 2000. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: on back of neck"), 1 month 14 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), rectal spasm ("rectal spasms"), rash ("rash"), vomiting ("vomiting"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), back pain ("back pain"), seizure ("convulsions"), amnesia ("memory loss") and urinary incontinence ("loss of bladder control"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingoopherctomy, lysis of adhesion,cystoscopy,oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, dermatitis allergic, migraine, nausea and fatigue had resolved and the rectal spasm, rash, vomiting, dysgeusia, arthralgia, back pain, seizure, amnesia and urinary incontinence outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, amnesia, arthralgia, back pain, bladder perforation, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, pelvic pain, rash, rectal spasm, seizure, urinary incontinence and vomiting to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2014 (B)(6) 2014- coils trailing in left tube: 3 coils trailing right tube:8 ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, nickel allergy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: plaintiff fact sheet received. Reporter added. Events rash, vomiting, metal taste in mouth, joint and back pain, convulsions, memory loss, loss of bladder control and rectal spasms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('injury(ies) or complication (s) please describe: bladder perforation/ bladder was punctured with related problems') in a 36-year-old female patient who had essure (batch no. B84864-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's concurrent conditions included benign neoplasm of thyroid gland, endometriosis, vomiting, spinal fusion surgery, acute blood loss anemia and adhesion. Concomitant products included levothyroxine sodium (synthroid) since 2000. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rashes/ rashes or skin conditions type: on back of neck"), 1 month 14 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingoopherctomy, lysis of adhesion, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, allergy to metals, dermatitis allergic, migraine, nausea and fatigue had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder perforation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2014, (B)(6) 2014- coils trailing in left tube: 3 coils trailing right tube:8. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: update of information (batch is not valid).fu 3 and fu 4 processed together. On 9-sep-2019: fu 3 and fu 4 processed together. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.